Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments grip cables were frayed. The drive cable was frayed. One grip close cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. Failure analysis investigation found the instruments grip cables were derailed. One grip close cable was derailed from the distal idler pulley. The grips could still open and close, but movement was not precise. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed grip cables if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci surgical procedure, it was noted that broken cables were observed on the large suturecut needledriver instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm adverse outcome or injury was reported.